Event description:
It was reported that a customer experienced a tandem mobi cartridge alarm, which was identified as cartridge alarm 35. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to put the malfunctioning pump into storage mode and return it to tandem using a provided return box and prepaid label. Additionally, technical support sent a replacement pump, advised the customer to program their settings and connect their cgm to the new device, and confirmed that the software on the replacement pump would be updated. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.